Event description:
Tubal ligation with filshie clips in 1997. Told later of possible failure of clips. Became increasingly unwell until diagnosed with autoimmune diseases 11 years later. Life since has been a series of drs and medications. Chronic fatigue, chronic pain, gerd, major depression. Now at (B)(6) have large masses in ovary, cysts in uterus also. Missing right filshie clip. Expected full hysterectomy to follow later this year. Only recently discovered, upon learning of migrating clip, that all of the above issues may be due to ptls. This is infuriating as I wanted my tubes cut and tied without the use of foreign bodies, devices placed in my body but was told due to my young age at the time although having completed my family, that clips would be used. This ultimately destroying my life.